Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leak at the header assembly. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. Other mechanical damages found are attributable to the removal surgery. The problems mentioned appear to match the damage found. This is a combined initial and final report.

Event description:
The recipient was re-implanted.